Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator (ICD) exhibited post-sensed t-wave oversensing (pstwos). The device will continue to be monitored. The patient was stable and asymptomatic.